Event description:
Bilateral implants were placed in the pt's tm joints at another surgeon's office. One and 1/2 yrs later she present to rptr with classic symptoms: pain, restriction of motion and bite changes. The implants were removed, along with a giant cell granuloma, bilaterally. She has since had skin grafts (dermal) and arthroscopy.